Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device's ac power connector is loose there was no reported patient involvement/adverse patient impact.